Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sterile packaging of a 4f 65cm super torque angiographic catheter was damaged. The device was not unpacked and was not used. There was no reported patient injury. The damage to the sterile packaging was visible upon inspection. The devices were not used in a procedure or patient. The customer noticed the damage to the sterile packaging when these products were in the storage in the hospital. No damage was noted to the shipping box, outer product box, or inner product pouch. The condition was noted upon initial receipt of the product. The devices were stored in the lab and were exposed to uv lighting. Three (3) images were provided and they show strain relief degradation. No damages were noted to the device packaging. The devices will be returned for evaluation.